Event description:
The caller reported that the touchscreen of the pump was unresponsive and the screen was frozen. There was no adverse impact to the customer¿s blood glucose level. The customer attempted a pump reset with guidance from support but the issue persisted. The customer reverted to a backup insulin pump.